Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the nonfunctioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The edwards 29mm sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted tricuspid ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3, valve in this scenario. In this case, the malposition and subsequent motion restricted leaflets and regurgitation may be due to patient factors (enlarged right atrium and distorted tricuspid annular anatomy with an annular ring) and/or procedural factors (manipulation of the devices).

Event description:
As reported, during a transfemoral transcatheter valve in annular ring procedure in the tricuspid position, post valve deployment and while in the operating room, the patient's postoperative course was complicated by continued severe tricuspid regurgitation with a paravalvular leak, a stuck open leaflet on her valve, and failed extubation requiring tracheostomy. The patient was discharged on postoperative day 25 to an acute care facility with the trach still in place. Additional information received by the hospital medical records indicated that initially due to the enlarged right atrium and distorted tricuspid annular anatomy, access into the right ventricle and the pulmonary artery proved very difficult. With significant effort, a lunderquist wire was coiled in the rv apex, allowing enough support to position the 29mm sapien 3 valve across the tricuspid annulus and was deployed while temporary pacing at 30bpm. Post deployment of the thv, tee demonstrated severe tricuspid regurgitation; the majority of the valve appeared to deploy, but was position ¿outside of the annular ring¿ causing significant regurgitation through the native as well as the prosthetic valve. The regurgitation was attributed severe residual annular (native valve) leakage; thus the annular flow was attempted to be occluded and improvement was observed within the valve. Several catheters and wires were tried in order to close the paravalvular orifice; however, any advancement of the catheters resulted in wire prolapse. Finally a lunderquist wire was able to be advanced and a 10x40 powerflex balloon was used to attempt annular orifice occlusion; however, it was too small for complete occlusion and there was no change in degree of regurgitation. This was exchanged for a 46mm cook coda balloon, but upon inflation, the balloon and wire prolapsed in the ra. Considering substantial procedural time and radiation exposure, the decision was made to defer further attempts to close the paravalvular leak. The patient was on heparin gtt for her ¿stuck open leaflet¿ and was to be transitioned to coumadin.

Manufacturer narrative:
Additional information: ref. Mfgr report number: 2015691-2017-00144.